Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence.. It was reported that they went to see their managing healthcare provider (hcp) this morning and the manufacturing representative (rep) who had programmed the device and told the patient that the device would be on for 3 hours and then the device would turn off for 6 hours. The patient said programming was done because the patient was holding water. They said this morning the hcp measured that the patient still had "5.3 cc" in them and the patient asked if there was anything that could be done so that they didn't have to catheterize themselves and they had asked for a permanent catheter. The patient said they didn't want to catheterize themselves because they would get infections and bleed. The hcp said they would try to program the interstim a different way to see if this could be avoided. The patient said when the rep had programmed their device this morning they could feel stimulation go down their backside, leg and foot. The patient said they were not able to pee, they were going to the bathroom but they couldn't go pee enough to measure it and they were supposed to keep track of their urine when they peed but they were just doing a little dribble. The patient said they had better luck with urinating before the rep messed with the machine, they were going pee fantastically every 2 hours. During the call the patient's hcp called them to clarify with patient that the interstim device was on and that the rep programmed cycling to where device would be on for 6 hours and off for 3 hours. The patient had thought that because the communicator lights were off that meant the interstim was off, patient services reviewed info about implant/therapy. The patient was satisfied with this and the hcp told them if they weren't able to go pee for 8 hours they should go to the emergency room. The patient said if they weren't able to pee they would end up getting a permanent catheter when they would have to have their stents removed on (B)(6) 2024.